Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the hd camera head freezes on it's own phenomenon was not reproduced / duplicated during inspection, a root cause cannot be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of image sometimes freeze was not confirmed. In addition, the video connector was cracked. The video connector water tightness was lost. The image had white scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, the hd camera head image sometimes freezes without permission. There was no report of user or patient harm associated with this event.